Manufacturer narrative:
Date rec'd by MFR: 20nov2019. The support service performed evaluation and confirmed the reported problem. Per customer feedback unit was repaired to resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.